Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that during surgery for pump replacement, while preparing the pump, it was noticed partway through that the drug solution was no longer entering the pump. After removing the sterile purified water filled in the drug reservoir, the prepared drug solution was slowly injected, but the drug could no longer be injected partway through. The drug solution was therefore completely withdrawn once, and injection of the prepared drug solution was attempted again, but the same condition occurred. Because the pump in this condition was judged unsuitable for implantation, a replacement product was used. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.